Event description:
It was reported that the right atrial lead had dislodged via a review of an x-ray. The patient was experiencing discomfort in the left shoulder. Programming changes were made, as the patient did not want to undergo more procedures. The patient was stable.